Event description:
It was reported during a lap rectum resection procedure, that after a few minutes, there was no function. An error code was on the display. Took new instrument. Used with a gen04. There was no adverse patient consequence.

Manufacturer narrative:
Instrument b: batch # c9cn5a; expiration date: 08/14/2011; 09/14/2006. Evaluation summary: the analysis results found that the lcsc5 device a was returned in good condition. The device was tested and was functional. No error code was noted. There were no anomalies noted with the functionality of the device. It could not be determined why the device reportedly malfunctioned. The reported incident could not be recreated nor confirmed. The analysis results found that the lcsc5 device b was returned with the blade scratched and cracked. Due to the damage of the blade, it was confirmed that the device was non-functional. An error code 5 was noted. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with all metal or plastic instruments or object when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.